Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient's pre-existing condition was exacerbated by the lifevest equipment. The patient described the area as uncomfortable as garment is digging into skin bothering pre-existing condition of umbilical hernia and torn rotator cuff. There was no alleged device malfunction contributing to the irritation. The patient¿s physician recommended continuing to wear lifevest. The outcome of the irritation is unknown as follow up attempts were unsuccessful.